Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient's mother stated she removed the sensor wire and disposed it. Patients mother removed the transmitter prior to removing the sensor pod from the body. Patient's mother did not report any injury or medical intervention at time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Without the device being returned for investigation the reported missing sensor wire cannot be confirmed; however, the patient reported removing the transmitter prior to removing the sensor pod. It should be noted that in the dexcom g4® platinum continuous glucose monitoring system user's guide it states, "do not remove the transmitter while the sensor pod is still attached to the body"